Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A thrombus was seen on the radiofrequency wire used during transseptal puncture. A double curve watchman fxd curve access system (was) was inserted into the patient with the dilator and sheath advanced into the left atrium. The dilator was then removed from the was. The thrombus was aspirated from the devices. The was and dilator were reinserted into the left atrium, and the dilator was removed again. A thrombus was then seen on the was via transesophageal echocardiography (tee). The was was aspirated, and no thrombus was further visualized. The laa closure procedure was able to then be completed without issue. No further patient complications were reported. The patient was discharged the same day post index procedure.